Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting an alarm 79 (non-recoverable system error, primary and secondary water outlet temperature sensors differ more than 1 c) on s/n (B)(6). Nurse powered device off and back on again and resumed therapy. Explained if alarm recurs, send the device to biomed. If alarm does not return it was okay to complete therapy. Per follow up information received via phone on 04dec2024, transferred to charge nurse, who stated biomed was consulted. They advised to switch out the device so patient completed therapy on a new device. The biomed came to the floor to run a functional check on the device. Said they found no issues with it and the device remains in use at this time.

Event description:
It was reported that the arctic sun device was getting an alarm 79 (non-recoverable system error, primary and secondary water outlet temperature sensors differ more than 1c) on s/n (B)(6). Nurse powered device off and back on again and resumed therapy. Explained if alarm recurs, send the device to biomed. If alarm does not return it was okay to complete therapy. Per follow up information received via phone on 04dec2024, transferred to charge nurse, who stated biomed was consulted. They advised to switch out the device so patient completed therapy on a new device. The biomed came to the floor to run a functional check on the device. Said they found no issues with it and the device remains in use at this time.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not isolated as the reported event was unconfirmed. It was noted that the arctic sun device was getting an alarm 79 (non-recoverable system error, primary and secondary water outlet temperature sensors differ more than 1c). Nurse powered device off and back on again and resumed therapy. Explained if alarm recurs, send the device to biomed. If alarm does not return it was okay to complete therapy. It was noted by the charge nurse, who stated biomed was consulted. They advised to switch out the device so patient completed therapy on a new device. The biomed came to the floor to run a functional check on the device. Said they found no issues with it and the device remains in use at this time. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d,e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.